Event description:
Information was received from a consumer with in an implantable drug infusion pump indicated for non-malignant pain. The pump contained hydromorphone at a concentration of 5.0 mg/ml with a dose of 1.4526 mg/day and bupivacaine at a concentration of .0651 mg/ml with a dose of 1.4526 mg/day. It was reported the patient's pump was filled on (B)(6) 2016, and on the same day, the patient's eyes were rolling back in her head and her blood pressure (bp) dropped very low. The patient was hospitalized. The patient did not know exactly what happened. Some of the medication may not have got in the pump (the patient was told this at the health care provider's (hcp) office). The patient said she was feeling a little better at the time of the report, but was still weak. She was going to call the hcp for a follow-up appointment about the issue. The pump had been a lifesaver so far according to the patient. The patient was unsure of the bupivacaine concentration, but provided a number she had written down. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.